Event description:
Related manufacturer reference number: 2017865-2021-33911. It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was observed that the right atrial (ra) lead exhibited over sensing of noise resulting in inappropriate automatic mode-switch episodes, and the right ventricular (rv) lead exhibited over sensing of noise resulting in pacing inhibition. The noise could be reproduced with isometrics. During the procedure, it was observed that the ra and rv leads exhibited insulation damage with twisted insulation exposing outer coil. The physician repaired the ra and rv leads with medical adhesive and suture sleeve. The patient was stable throughout.